Event description:
The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. Customer delivered a correction bolus via the pump to address the bg. Reportedly, the customer did not complete the air removal step during the loading process. Tandem technical support educated the customer regarding the loading process.